Event description:
It was reported that the video system center presents the b30 error with a pcf-h190dl scope only. The issue was found during preparation for use, and there was no patient involvement or delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no additional reportable malfunctions during the investigation. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The investigation noted that the issue was not caused by misuse of the user/customer. Should additional relevant information become available, a supplemental report will be submitted.